Event description:
Smj#: (B)(4). When the customer replaced the cassette with another one, an occlusion alarm went off. No patient injury. No additional information is available for this complaint. Please put a product photo(s) in the investigation report. If a product photo(s) provided by smj are uploaded to this complaint, please post it/them on the investigation report wherever possible.

Manufacturer narrative:
One infusion pump was received in relation to this event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, it was confirmed that it was repeatedly recorded that the occlusion alarm had occurred immediately after the power was turned on between (B)(6) 2021. A function test was completed which was unable to replicate the reported problem. As a preventative maintenance, the downstream sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.